Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer's daughter-in-law is calling for the customer to report that she has had high readings, above 25 mmol/l, in the mornings for the last 7 days. Daughter-in-law is alleging that the cause of the high readings is due to the pump not delivering properly. No adverse event alleged. A request was made for the return of the device.